Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00297. A physician reported that certas valve was implanted to a (B)(6) male patient via l-p shunt with a setting of 4 on (B)(6) 2021. Obstruction was suspected and the entire shunt system was removed and replaced on (B)(6) 2021. It was used with 823045 (hakim periton cath,120cm) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). A surgical delay greater than 30 minutes was reported. The patient has recovered.

Event description:
N/a.

Manufacturer narrative:
The certas valve (828804) was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the needle guard was slightly raised. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The possible root cause for the issue reported by the could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted. The root cause for the slightly raised needle guard disc is probably due to wrong handling as noted in the IFU: do not fold or bend the valve during insertion, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.